Manufacturer narrative:
Product analysis: the product was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of a transcatheter bioprosthetic valve, the valve was loaded correctly. Dur ing the first attempt at implant, the physician reported a high amount of tension in the system. The valve was recaptured once and the capsule had to be overdriven to bring the nosecone all the way back to the capsule. The valve was recaptured four times in order to accurately position the valve. On the fourth recapture, the capsule of this delivery catheter system separated. The system was removed from the patient. A different valve and dcs were used for a successful implant. It was reported that the aortic root was very angulated. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including the patient anatomy or physician technique. In this case, it was noted that the aortic root was very angulated. This indicates that the probable cause of the positioning difficulties was patient anatomy. Positioning difficulties do not typically indicate a device manufacturing issue. The instructions for use give the following instruction with regard to the number of permitted recaptures; "deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, it must be removed from the patient." Capsule separation occurs due to excessive compressive forces applied to the capsule. The cause of the excessive compression forces and high tension in the system cannot be determined based on the information available. Forces in the system is a cumulative effect that may be increased by factors such as tortuous anatomy and load quality. In this case it was reported that the aortic root was very angulated. It was reported that the capsule had to be overdriven to close the capsule completely, which may have also contributed to this event. Difficulty to close the capsule is generally related to high loading forces. High loading forces can be impacted by multiple factors, including speed of load, valve size, tissue thickness, and load quality. There was no information to suggest a device quality deficiency that may have caused or contributed to this event. If information is provided in the future, a supplemental report will be issued.